Event description:
Additional information was received clarifying that the regurgitation was moderate paravalvular leak (pvl). The last international normalized ratio (inr) before the thrombus was detected were: 1.02, during transient ischemic attack (tia) with anticoagulant 1.16 and 1.27.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated image review: pre-implant computed tomography (CT) images were provided along with an angiographic projection image with measurements. One pdf with three CT images provided (no dicom images). Calcification seen on non-coronary cusp (ncc). Diameters provided on one of the three images shows 18.02 millimeter (mm) x 25.11 mm. The angiographic image measurements shows an ejection fraction (ef) of about 59%, end-diastolic volume of 104.3 milliliters (ml), end-systolic volume of 43.2 ml, and stroke volume of 61.2 ml. Updated data: h2 h3 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in the patient's native annulus, a post-implant balloon dilation was performed with a 22 mm non-medtronic (osypka) balloon. A residual paravalvular leak (pvl) of moderate severity was observed on aortography. The final implant depth on the non-coronary cusp (ncc) was 1.5 mm. The implant procedure was considered successful and was completed. The patient's mean aortic valve gradient went from 45 mmhg before valve implant down to 18 mmhg as an intermediate result after valve implant and then went down to 6 mmhg as a final result. Following the procedure, the patient was only placed on acetylsalicylic acid medication. Within one year of the valve implant, the patient experienced a total of four transient ischemic attack (tia) episodes. The first tia occurred approximately three weeks post-implant, the second tia occurred approximately one month post-implant, the third tia occurred approximately eleven months post-implant, and the fourth tia occurred approximately one year post-implant. The following pieces of information were shared regarding the assessment into the tia episodes: no history of tia or stroke, only slight calcification (mainly on the ncc leaflet), atrial fibrillation was not detected,small brain lesions were seen on magnetic resonance imaging (MRI), a well-functioning valve on exercise tolerance test (ett), and a cardiac scan showed a flat thrombus lining the bottom of the valve (under the leaflets). Additionally, the aortic valve gradient was reported to be 4 mmhg when the thrombus was detected. The patient was started on anticoagulant medication, but no changes were seen on the control scan performed two months later. It was stated that the current interventional strategy involved a prescribed combination of acetylsalicylic acid and anticoagulant medication and to perform another control scan in three months. According to the reporter, the patient's treatment team have linked the thrombus/clot to the tias. The treating physician noted that the valve has "poorly cleared cusps" and a mild pvl. The physician also noted the appearance of a q wave lower on an electrocardiogram (ECG) rather than the left anterior hemiblock seen on previous ecgs. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: two computed tomography (CT) images were provided. One pdf with two images provided (no dicom images). Valve implant depth appeared deep. Possible pannus/thrombus seen inside evolut valve frame. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the post-implant balloon aortic valvuloplasty (bav) was performed for moderate to severe regurgitation. A residual paravalvular leak (pvl) of mild-moderate severity was observed.